Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p50 experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 515105, batch no.: unknown. Coring created by phaseal protector.

Event description:
It was reported that the bd phaseal¿ protector p50 experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 515105 batch no.: unknown. Coring created by phaseal protector.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, a grey particle can be observed on the bottom of the vial shown in the picture. It is possible the particle generated from the rubber stopper of the vial, without the physical sample to evaluate, this cannot be verified. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As the lot involved in this incident is unknown, a device history review could not be performed and retained samples could not be evaluated. Based on the available information, we are not able to identify a definitive root cause at this time.